Event description:
The customer contact reported a leak of a chemotherapeutic agent. The patient was receiving etoposide on line d. After an unspecified length of time, the nurse noted a pinhole leak where line d connected to the cassette. When the leak was noted, the line was clamped. A new bag of etoposide was hung, the tubing replaced and therapy was resumed. The spill was cleaned up according to the facility's spill policy. There were no reported adverse patient effects.